Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: reforming of intracardiac lead loops in pediatric patients. International journal of cardiology. 2014;171(3):e86-e87. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. It was reported that as the child grew taller , the intracardiac lead loop disappeared and both leads became stretched. The intracardiac lead loops were replaced with external manipulation of the leads and the leads remain in use. Further no patient complications have been reported as a result of this event.